Event description:
The customer contacted stryker to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. Based on investigation of the device's electronic data, the likely cause of the reported issue is the battery not being latched properly in the battery well. However, a conclusive root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.